Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-04731/-04732).

Event description:
Patient¿s legal counsel reported that patient underwent a right total hip arthroplasty on (B)(6) 2007 in which the m2a hip system was implanted. Subsequently, patient underwent a revision procedure on (B)(6) 2009 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, and loss of range of motion. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.